Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed there was blood on the distal conductor of the lead and that it was obstructed. Visual summary analysis of the lead indicated the damage had occurred at implant. (B)(4).

Event description:
It was reported that during the attempted lead implant the physician was unable to pass subsequent stylets through the lead lumen after withdrawing the original stylet. The lead was removed. No patient complications have been reported as a result of this event.